Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. Prior to discovery of the fluid leak, the patient stated there were air detected in cassette alarms during fill 5 of 7. The patient disconnected and turned the cycler off. When they removed the cassette the following morning, fluid was observed leaking out of the cassette door of the cycler. The patient did not report any visible damage on the cassette and the cause of the leak was not known. The ts representative advised them to discontinue use of the cycler and a new cycler was issued to the patient. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual exchange. There were no missed treatments reported as the patient was able to perform manual pd therapy until the replacement cycler arrived. The pdrn stated the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.